Manufacturer narrative:
As reported, the access site was positioned high due to the presence of "minor" calcium in the femoral artery in the area of the femoral head. The IFU warns "do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding." The IFU also requires "no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy" to perform this procedure. The root cause of the failed hemostasis requiring a covered stent is likely due to the angle and position of the high access stick which created a less then optimal condition for the collagen to properly seat on the vessel and not able to properly seal the puncture. In the event bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis has been identified as a precaution related to the deployment of vascular closure devices in the IFU. Risk documentation has been reviewed and this is a known risk of the device. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed there has been no quality product issues with respect to manufacturing, design or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use provides information in the precautions sections stating in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The instructions for use also lists potential adverse events related to the deployment of vascular closure devices to include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The patient's femoral artery size was 7.0 mm with minor calcification. The patient was described as obese but with a body mass index within limits for use of manta vascular closure device. The procedure sheath used for the tavr was size 14f. Deployment depth for manta was measured at 9.0 cm + 1.0 cm. It was reported that the access site was placed high due to calcium in the area of the femoral head. There was reportedly a slight bleed after the manta vascular closure device (manta) was deployed. The area was ballooned but without successful hemostasis. A covered stent was placed at the closure site to successfully achieve hemostasis. It was reported that due to the patient's religious preference, the patient could not receive blood products. Therefore, to ensure the arrest of bleeding, the covered stent was placed. The patient's condition was reported as "fine."